Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3889-33, lot# va0c2bg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a MRI of their head and brain yesterday and it was not related to their device or therapy and the reason was because the patient had been having headaches for 2 years now. The patient had pain following the MRI scan and the stimulation status prior to the MRI was that stimulation was on. It was noted that the patient¿s implant location was in their buttock on the right side and the patient felt pain where they normally felt the pulses in the vaginal area. The patient had them stop the MRI as soon as they felt the pain and they did not continue or restart. It was reported that the pain subsided after they stopped the MRI and they were concerned about the device so they did go to their device health care provider (hcp) that same day and they checked their device and said everything looked fine. That was when the patient was told that their device was supposed to be turned off beforehand. It was noted that the patient thought the stimulation off button on the programmer was for the controller. Additional information received reported that the patient experienced a shocking or jolting sensation after a MRI scan. The patient first stated that the date of the MRI was on (B)(6) 2014, but then it was stated that they gave the wrong date and the actual date of the scan was on (B)(6) 2014. It was noted that the patient didn¿t know that they could turn the stimulation off and thought that the on and off switches on the programmer were for the programmer. The position in the MRI was lying on the back. It was reported that it was very, very painful and shocking or jolting sensation was an accurate description. They only passed over the patient once with the scanner because the patient had a bulb to press to notify them if they needed anything. It was noted that it scared the patient and they were thinking and felt like they had fried their whole stimulation system because it felt like such a shock and the patient sure didn¿t want that to happen. The patient felt the shocking sensation probably in the vaginal area. It was reported that the lead tip location was in the sacral nerve area, but the patient wasn¿t sure where they put it. It was within the first minute or so of the scan and they started the scan, did one pass and then the patient stopped it so it was not long. It was noted that the patient thought it was a closed MRI and they took the blindfold so they really didn¿t see what was going on. The primary magnet strength, the type of MRI attempted, if an extremity coil was used, and the type of MRI machine used were unknown. It was reported that the patient was supposed to be getting a head MRI and didn¿t have it scheduled yet. The MRI in the past shot pain really bad through it and they cancelled it.